Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system impedance was invalid. Consequently, surgical intervention was taken, during the procedure when the impedance was measured it was discovered the extension was at fault. The physician explanted the extension and connected the lead directly to the ipg. Postoperative, the condition of the patient was good. The stimulation therapy was successfully restored. Note: the serial number of the extension was unknown. There was no documentation of the hospital about the model or serial number.